Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line tubing of a cassette during peritoneal dialysis therapy on the homechoice device. The caregiver stated that the cassette would prime normally but would eventually leak from what looked like a crack in the tubing. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. An underwater pressure leak test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.